Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge tube, dry, with residue/debris on the product. Visual inspection found the lens optic deformed, and haptic bent/deformed. Dimensional inspection found the lens within specification. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The lens was repositioned, but then the lens was exchanged with a longer length lens. The problem was resolved.

Manufacturer narrative:
H6: type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: rotation, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).